Event description:
The customer reported that the device ready for use indicator displayed a red x and a sock equipment malfunction message was displayed. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device ready for use indicator displayed a red x and a shock equipment malfunction message was displayed. No pt involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.